Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer is questioning high glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4) compared to another inform ii meter. The patient had been tested on inform ii meter with serial number (B)(4) at 6:32 p.m. And the result was hi (result > 600 mg/dl). The patient had blood drawn at 6:45 p.m. And the result from the laboratory was 262 mg/dl. The patient was tested at 7:33 p.m. On inform ii meter with serial number (B)(4) and the result was hi (result > 600 mg/dl). The patient was tested on a different inform ii meter at 7:35 p.m. And the result was 220 mg/dl. The patient was not treated based on the high results. The patient had been admitted to the hospital due to uncontrolled pneumonia and is on an insulin drip. No adverse event occurred due to the device. The patient is ok. The patient had no changes in diet, exercise or medication on the day of the event. The patient is normally inactive. Valid qc were run on the meter within 24 hours of the event and were within the acceptable range. The customer stated the inform ii meter in question was contaminated with control solution. The test strips were requested for investigation. The meter was also replaced due to being contaminated with control solution. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer strip lot was returned for investigation. Quality control material was tested with the returned meter and retention strips from lot 476351. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿46, 46, 46 mg/dl, level 2 ¿322, 315, 320 mg/dl. All returned results are within acceptable range. The product performed according to the specifications.